Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot of the disposable handpiece was not provided. Therefore, a device history could not be performed. The relationship between the device and the reported adverse event could not be established. Based on the information reviewed, there is no indication of a product deficiency directly related to the reported adverse event. All handpieces meet all qa specifications prior to being released, including adequate sterilization. Note: additional procedure was performed prior to the use of suspect device which may have contributed to event. Uterine perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum.

Event description:
It was reported that user performed laparoscopic salpingectomy. Both fallopian tubes were ablated and cut at utero-tubal junction with some of the ablative effect of the ligasure device ablating the cornual myometrium in this area. The physician was prepared to perform a minerva es endometrial ablation. However, system errored during the uterine integrity test, indicating a perforation. Physician confirmed perforation and sutured the uterine wall. The physician suspects the uterine wall was thinned too much during the salpingectomy resulting in a weakening of the myometrium and the forces resultant from the deployment of the minerva handpiece, breached the integrity of the weakened (secondary to the ablation) myometrium. User facility submitted a medwatch report (mw5113774) to the FDA. Minerva surgical received from FDA on december 19th, 2022.